Manufacturer narrative:
Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.5 inr, donor 1 hct: 42%, donor 2 hct: 46%, testing results: donor #1: retention meter and master lot strips: 2.6 inr,customer meter and retention strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.6 inr, customer meter and retention strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. For the first result, the third drop of blood was used. The package insert states to apply the first drop of blood to the coaguchek xs pt test strip.

Manufacturer narrative:
Occupation is lay user/patient. The customer was having trouble dosing the test strip for the initial result of 2.4 inr. For this result, it may have taken the customer more than 15 seconds to dose the test strip. Product labeling states "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4). The initial result was 2.4 inr. The result from a different finger was 3.0 inr. The customer tested again on a different finger and the result was 3.2 inr. The customer's therapeutic range is 2.0 inr - 3.0 inr.